Event description:
It was reported that when an asymptomatic patient presented in operating room for a device change out, externalized conductor was noted. Lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.